Event description:
Note: this report pertains to the third of six events that occurred during the same procedure. Refer to associated MFR report #3005099803-2008-05220, #3005099803-2008-05221, #3005099803-2008-05222, #3005099803-2008-05224 and #3005099803-2008-05225 for a description of the other devices. According to the complainant, the resolution clip did not deploy. The device was removed and replaced with another resolution clip device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.